Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in the emergency room due to unknown symptoms. Upon review of remote transmission records, high capture threshold and low r-wave sensing events were observed. It was further noted that patient suffered from twiddler's syndrome. The leads and the pulse generator were explanted and replaced. The patient was stable post procedure and will be followed normally.